Event description:
Machine will pump up but will display an error p. Failure to infalte.

Manufacturer narrative:
Attachment: [truly bpm testing results 8-31-2018.pdf].

Event description:
Machine will pump up but will display an error p. Failure to inflate.